Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. The IFU for this device states to eliminate tension on the tissue when sealing and cutting to ensure proper function.

Event description:
The customer reported that some seals during laparoscopic hysterectomy had minor bleeding from the vessels even though an end tone, signifying a completed seal-cycle, was heard. Slight tension was applied to the tissue. The user was able to finish the procedure with the instrument, but it has been discarded. There was no injury to the pt.